Event description:
It was reported that a user experienced extended hyperglycemia with CGM values up to 400 mg/dL while using an iLet system with an Inset infusion set on the abdomen and concurrently administered subcutaneous insulin by pen while still connected to the pump. Symptoms included hyperglycemia. Outcomes included classification as a serious illness/impairment and an unexpected medical intervention consisting of medication administration. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified involving improper or incorrect procedure related to infusion set insertion technique and an infusion component focus on the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions, with an unintended use error that caused or contributed to the event.